Manufacturer narrative:
.

Event description:
Additional information received reported that the patient expired due to procedural complications.

Manufacturer narrative:
(B)(4). Film evaluation results are: review of pre-implant CT¿s and 3d film report confirmed that the patient had a 6.6cm max flow lumen diameter taa along the arch beginning 2 ¿ 3 cm caudal to the lsa. The patient also had a 6.5cm max diameter taa in the distal descending thoracic aorta, with a seal zone between the two taa¿s. The thoracic aortic diameter just distal to the lsa measured ~39mm, and just proximal the arch aneurysm measured 42mm. Just above the celiac artery the aortic diameter measured ~40 ¿ 42mm. The total stent graft covered length from the lsa to just proximal to the celiac artery was ~34cm. The thoracic aorta contained significant thrombus, was moderately tortuous, with minimal calcification. The cause of the reported paralysis occurring 1 day post implant could not be determined from the pre-implant films provided. Images during and post-implant were not available for return.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter thoracic aortic aneurysm. It was reported that one day post index tevar procedure the patient has paralysis. Spinal drain was placed to the index procedure. Tevar coverage was from lsa to celiac artery. The patient has not, and will not receive treatment. The patient will be monitored by their physician. No additional clinical sequelae were reported.